Manufacturer narrative:
One portex® endotracheal tube from p/n 100/166/065 with lot number reported as unknown was received in used condition without its original packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination; no discrepancies were observed. The returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage; leakage was observed coming out from a tear in the cuff. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The most probable cause is that the cuff was damaged after it left the manufacturing facilities due to the product being 100% leak tested.

Event description:
Information was received indicating that the cuff to a smiths medical portex® endotracheal tube was noted to not maintain air pressure and a leakage was confirmed. Subsequently, a trach tube change out was performed. There were no reported adverse effects.